Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stops and hazard alarms were confirmed through the review of the log files submitted by the account. Based on past experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no wire damage was identified through the examination of the distal end of the patient's driveline. Approximately 20.5" of the distal portion of the patient's driveline (dl) was replaced. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. A rescue tape repair was present approximately 2.25-4¿ from the metal connector. Upon removal of the tape, a tear in the outer silicone jacket was observed approximately 2.5¿ from the metal connector. The silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The hmii lvas instructions for use (IFU) and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the hmii lvas IFU contains detailed information regarding pump speed, power, flow, and pi. This IFU also outlines all system controller alarms (including low flow hazard and pump off alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was initially reported under MFR. Report # 2916596-2018-03544, however additional information was received that the pump stoppages were related to potential driveline damage, not the power module patient cable. Approximate age of device- 1 year, 11 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that there was a kink in the power module patient cable on (B)(6) 2018 and log file analysis showed pump stoppages and speed drops below the low speed limit on (B)(6) 2018 and (B)(6) 2018. The power module patient cable was replaced. On (B)(6) 2018, it was reported there were more pump stoppages on (B)(6) 2018 and driveline short to shield was suspected. The patient was placed on a non-grounded cable following the latest pump stoppage. The patient received a full length percutaneous lead repair on (B)(6) 2018 . No additional information was provided.